Event description:
The reporter stated that the surgeon inserted a three piece silicone lens model aq2010v with no damage to it however, he inserted it in the wrong position and couldn't get the lens to dial into place. He didn't want to manipulate it too much in the eye so he decided to remove the lens by cutting it in half and another same model lens was inserted. No patient injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens is torn in half and portion is torn off and missing. There is surgical residue on the lens. It should be noted that the injector and cartridge were not returned.